Event description:
The patient's st. Jude single chamber ICD, placed approximately 19 months ago for secondary prevention was found to not have any reserve charge. The patient was scheduled for ICD generator change friday, with boston scientific. The explanted device is located in risk management dept (rm). There was no patient harm.